Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is eating up batteries a lot more than it used to. Customer stated that they used 3 batteries within the last week. Customer's blood glucose was 8.2 mmol/l. Customer normally uses lithium batteries and the past couple of batteries have been alkaline. Customer received a low battery alarm but not 10 hours before a replace battery now alarm. Customer stated that the batteries have been brand new. Customer had several occurrences of the replace batter now alarm in less than 10 hours after the low battery alert. Customer was advised that the pump will need to be replaced.